Manufacturer narrative:
Pump received with flashing medtronic logo due to severely corroded pcb1 and pcb2 board. Unable to perform self-test, active current measurement and sleep current measurement test due to flashing medtronic logo. No critical pump error noted during test. Unable to download due to flashing medtronic logo. Found moisture damage to force sensor, pcb1 board and pcb 2 board during visual inspection. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded motor home switch, corroded electronic assemblies, corroded battery tube, scratched case, pillowing keypad overlay, cracked case at the battery tube, stained and peeling serial number label. Flashing medtronic logo noted due to moisture damage on the electronic stack and motor assemblies. However, no critical pump error noted during test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an unspecified alarm. The customer reported no adverse events. The event involved product(s) mmt-1886. The troubleshooting was performed but the issue was unresolved. No harm requiring medical intervention was reported. A product return for mmt-1886 is not expected.